Manufacturer narrative:
(B)(4). Device evaluated by MFR.: promus premier ous mr 2.75 x 16mm stent delivery system (sds); (B)(4) was returned for analysis. A visual examination of the crimped stent identified mid to distal stent damage. Proximal struts 1-3 were undamaged the remainder of the struts were damaged and stretched in a distal direction with some extending over the distal tip. The undamaged proximal crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 01aug2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 28mm x 3mm, concentric target lesion with a bend of greater than 45 degrees was located in the mildly tortuous and mildly calcified right coronary artery. A 16 x 2.75mm promus premier¿ drug-eluting stent was advanced but it failed to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.